Event description:
It was reported that the device exhibited premature battery depletion (pbd). Subsequently, the device was explanted and replaced successfully. Technical services confirmed that the device on pbd advisory. There were no additional adverse patient effects reported.